Event description:
Healthcare professional reported after implant was complete, the left and right coronary arteries were blocked. Surgeon removed the valve and replaced it. Surgeon did not think the pt's anatomy was at fault.